Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. The device is part of the advisory for this model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary for (B)(4): calculations based on implant parameters indicate that the device had not met its 99.9% expected longevity. Analysis of the device found the incorrect real time telemetry (rrt) battery voltage measurement is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.

Event description:
It was reported that the implantable pulse generator (ipg) possibly prematurely reached elective replacement indicator (eri). The ipg was explanted and replaced with a new device. No patient complications have been reported as a result of this event.

Event description:
It was reported that the implantable pulse generator (ipg) possibly prematurely reached elective replacement indicator (eri). The ipg was explanted and replaced with a new device. No patient complications have been reported as a result of this event.